Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Visibility/palpability: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported capsular contracture, baker grade ii and "very yellow device, very fragile." Device has been explanted.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ visibility/ palpability: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported capsular contracture, baker grade ii and "very yellow device, very fragile." Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 26apr2024.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported capsular contracture, baker grade ii and "very yellow device, very fragile." Device has been explanted.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported capsular contracture, baker grade ii and "very yellow device, very fragile." Device has been explanted.